Event description:
(B) (4) peripheral cutting balloon registry. It was reported in (B) (6) 2005 the patient underwent treatment for the peripheral cutting balloon device for one lesion. The lesion was de novo. The target lesion was at the arteriovenous fistula (avf). The target vessel was non-tortuous without calcification and had a reference diameter was 5mm. The lesion was described as concentric and tight stenosis. The target lesion length was 10mm and 80% stenosis. Target lesion post-procedure stenosis was 0%. Data for the number of inflations, time and maximum inflation pressure was not provided. At one month follow up visit the patient status was alive. In (B) (6) 2005, during the 3 month follow up visit, conventional angioplasty at the target lesion was performed due to restenosis. Patient 6 month follow up visit in (B) (6) 2006 found the subject alive, lesion patent and no adverse events or additional interventions. In (B) (6) 2006 patient 12 month follow up visit found the subject alive. The target lesion remained patent and no adverse events or re-intervention were reported. The checking of blood pressure and flow during dialysis was performed.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). Device not returned for analysis